Event description:
Healthcare professional reported "capsular contracture (baker grade IV)" and "textured" against left device. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, "textured".

Event description:
Healthcare professional reported "capsular contracture (baker grade IV)" and "textured" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white calcification on the shell, an opening on anterior, wear abrasion, and red particles on the shell. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and a punctured opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A punctured opening on posterior assessed as surgical damage like. Additional, changed, and/or corrected data.